Event description:
The patient had a catheter replacement. No additional details were provided regarding the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.